Event description:
It was reported that a patient "died once" during surgery because of a "mess-up" and they had to "bring her back", because "they put the medication into her spine instead of in her pump." The reporter did not provide the patient information. The drug in the pump was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. (B)(4).

Event description:
Additional information received reported that the event previously reported took place in the operating room. The reporter indicated ¿they almost killed her in the operating room¿, as ¿they missed the refill port and injected the medication incorrectly¿. This occurred per the reporter when the patient first had their very first pump implanted. The reporter did not have additional details. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).